Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that while using night aligners, the patient had bleeding gums even after filing down the restrainers and felt loose. Since the treatment was suspended, the patient's teeth have shifted back to their original state and a local dentist suggested the patient not return to this treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.